Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the reported issue was able to be confirmed. There was a leak found coming from the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking water. There were no reported adverse events.